Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-jun-2021. The device evaluation was completed on 05-aug-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection, microscopic examination and carto 3 test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. The carto3 test was performed, in accordance with bwi procedures and the electrode #4 was visualized black. A failure analysis was performed, the sheath was dissected on the tip area and the electrical wire was found broken in the distal side of the device causing the improper visualization. A device history record was performed, and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations regarding visualization issue: improperly positioned patches may increase the chances of a virtual magnetic reference move which is unrelated to patient movement. This could also result in inaccurate visualization. In other hand, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. Explanation of codes: (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product investigation lab observed a hemostatic valve separation issue. Initially it was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not being visualized on the carto 3 system. Changing out the sheath cable did not resolve the issue. Changing out the sheath resolved the issue. The procedure was continued and subsequently completed with no patient consequence reported. The visualization issue was assessed as not MDR reportable. The device was not visualized by the carto 3 system. The user will have to replace the catheter in order to complete the case. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-aug-2021, the hemostatic valve was dislodged inside the hub of the device. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. Therefore, the awareness date for this reportable lab finding is 05-aug-2021.